Manufacturer narrative:
The sample has been rec'd; however, the sample investigation is not complete. A summary of the sample investigation will be provided in a supplemental report.

Event description:
In 2005, nellcor puritan bennett rec'd a report that a 8dct tracheostomy tube developed a cuff leak while in use on a pt. The customer reported that the cuff leak was discovered following an unspecified or procedure. The tube was replaced without incident.